Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their device battery "is supposed to last ten years" but theirs lasted five years. As well, the patient stated they needed two replacements in the past and another one in ten months. Currently, the device is still in use. No patient complications have been reported as a result of this event.